Manufacturer narrative:
Clarification for d6a. Implant date: (B)(6) 2001 which was a partial implant date was reported e1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through sales representative, reported "ruptured". Healthcare professional later reported "ruptured". This record is for the left side. The device was explanted.